Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02792. It was reported, the patient had pain at his ipg site which was most likely due to the size of the ipg and location of the site (in the buttocks region). The patient reported, he had to charge his ipg more frequently. It was also reported, he was getting sporadic stimulation and ineffective stimulation coverage. Reprogramming was able to provide coverage to his right leg but not his back., the patient allegedly will consult with his physician regarding surgical intervention to address the issues. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.